Manufacturer narrative:
H2, h3, h6) the returned probe instrument has a visibly bent tip as was reported. With markers attached and fully seated, the probe displayed a good geometry error but a high divot error due to the bent tip. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was bend of the tip. The product will be returned due to the end of the lending period, it was confirmed during the acceptance inspection. There was no patient involvement. The cause of the bending in this case was not identified, but generally, it was possible that excessive force was applied during use.